Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the view was blurry during a laparoscopic cholecystectomy diagnostic procedure involving an olympus camera head. The procedure was completed with the same device. There was no patient injury reported.